Manufacturer narrative:
No product returned for evaluation. Should new relevant info become available, a f/u supplementa report will be submitted.

Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. The customer reported an occlusion alarm; however, the alarm could not be verified in the history. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and resume insulin delivery.